Event description:
The customer received questionable troponin t quantitative (tnt) results for one emergency room patient when tested using the cardiac reader. The initial tnt result was <0.1 ng/ml (accompanied by a data flag). The sample was repeated on a cobas 6000 e601 analyzer (serial number (B)(4)) and recovered 0.161 ng/ml. Both results results were reported outside the laboratory to the emergency room. The customer stated the emergency room did not question the results. The cardiac reader result was considered erroneous by the customer. The cobas e601 tnt result matched the patient's previous tnt result from (B)(6). No adverse events were reported. The patient has been discharged. The cardiac tnt test strip lot number was 22670940. The customer declined to return the cardiac reader and declined service. She believed there was an issue with the patient sample since the hematocrit of the sample was 9% and the account has not had problems with any other samples.

Manufacturer narrative:
Neither the cardiac reader instrument nor the strips were returned for investigation. The investigation was performed using retention material with no malfuction detected. The low troponin t result may have been caused by the sample's low hematocrit. No detailed patient information was provided. Further testing would be recommended. If the clinial circumstance suggested an ischemic mechanism was unlikely, other causes of chest pain should be considered. No adverse events were reported.